Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.estimated date (the reporter stated the date of event was within the last week.)(B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during advancing the thumb advancer there was difficulty splitting the sheath. The sheath was split completely and the clip was deployed; however, when the device was removed from the patient's anatomy, the clip was found to have deployed in the distal end of the sheath. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was partially deployed and the clip visible and still loaded on the carrier tube. It was additionally reported that resistance was felt during thumb advancer deployment which was stopped approximately 1.5cm distal of the tip. As instructed in the instructions for use (IFU), the safety release mechanism was activated to facilitate removal of the device from the patient anatomy. Internal inspection found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. Review of the device history record for this lot did not produce any findings relevant to this report. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going.